Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 7 months, 26 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for low hemoglobin and hematocrit (h&h) of 6.1 and 20.2. The patient reported feeling dizzy and lightheaded for the past week. The patient was transfused 1 unit packed red blood cells (prbcs) on (B)(6) 2019 and h&h rose to 6.5 and 21.5. Patient received another unit of prbcs on (B)(6) 2019. An esophagogastroduodenoscopy (egd) was performed and showed non-bleeding arteriovenous malformations (avms). Colonoscopy performed on (B)(6) 2019 showed blood in the entire colon but no source of bleeding was found. The patient received 1 more unit of prbcs on (B)(6) 2019 for h&h of 7.0 and 22.3. A video capsule endoscopy was obtained that had no significant source of bleeding. H&h remained stable and the patient was discharged to home on (B)(6) 2019 with h&h of 8.3 and 26.6. The patient was instructed to continue taking protonix. No additional information was reported.